Event description:
It was reported that the ilet cartridge could not be locked into the pump housing despite rewinding the motor and attempting multiple new, empty cartridges and a new connector, while the connector alone was able to lock into place when tested without a cartridge; later, the user had not retried and a replacement box of connectors was arranged. Symptoms included no adverse clinical effects, as the user reverted to multiple daily injections and maintained blood glucose. Outcomes included a temporary interruption of pump therapy without medical intervention or hospitalization. Investigation included troubleshooting over the phone, verification of motor rewind, substitution with new cartridges and connectors, isolated testing of the connector without a cartridge, and recommendation to try different lots and shipment of replacement connectors. Investigation of this case revealed a mechanical fit or compatibility issue preventing proper engagement of the cartridge and connector within the pump housing, with the connector component functioning independently but not when coupled with provided cartridges. It was concluded, based on previously established findings for similar reports, that the cause was a product¿device compatibility or dimensional variance affecting assembly.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.